Event description:
It was reported that the pump button was sticking and needed to be pressed multiple times to function. There was no reported impact to the customer¿s blood glucose level. No further troubleshooting was requested, and no additional information was received regarding the outcome of the event.